Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 3 devices were received. 10 devices had investigation types that have not yet been determined. Additional information: 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 events for the failure: overheating of device. 10 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99197. Supplemental rationale, corrected data: b5, h6, h11. 13 previously reported events were included in this follow-up record. Product return status. 1 device was received. 12 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 1 device: no device problem found / part/component/sub-assembly term not applicable. 12 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition. 1 device: scrapped by stryker. 12 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 13 events for the failure: overheating of device. - 10 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had no health consequences or impact.